Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The companion 2 driver was not supporting a patient at the time of the event. The customer, a syncardia certified hospital, reported that companion 2 driver did not pass the system check test.

Manufacturer narrative:
The root cause for the companion 2 driver not passing the system check test was determined to be a 9 -volt battery, which did not meet specification requirements. This issue will be tracked and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.